Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint could not be confirmed or duplicated. There was evidence of keypad adhesive found under all button key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow button does not activate desired pump functions when pressed. He said the issue is intermittent. The keypad is reportedly intact and was not peeling, lifting, or damaged. There was no evidence of misuse of the product. The patient does not clean the pump. There was no reported patient impact associated with this complaint.